Event description:
Information was received that during use of this smiths medical cadd administration sets, the pump exhibited alarming for air in the tube, and noticed that there was residual fluid in the tpn bottle after infusion. No adverse effects were reported.